Event description:
On (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. During the procedure, an aortic extender endoprosthesis was deployed to extend the device proximally. However, it was implanted proximal to the intended position, and it resulted in 90% coverage of the right renal artery. The cause of the positioning inaccuracy was not reported to gore. Therefore, a stent (manufacturer unknown) was deployed in the right renal artery. Confirmation contrast confirmed that there was no issue with blood flow into the right renal artery. The patient tolerated the procedure.